Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/49999) on 07-mar-2019. The most recent information was received on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("fallopian tubes looked very inflamed") and migraine with aura ("migraine with aura") in a 44-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with abdominal distension, pelvic pain and uterine contractions abnormal, migraine with aura (seriousness criterion medically significant), alopecia ("loss of hair"), tooth fracture ("dental pieces fractured"), pruritus generalised ("generalized itching"), hypoaesthesia ("numbness in lower limbs"), pain in extremity ("stinging sensation in lower limbs"), dyspareunia ("painful sexual intercourse"), headache ("headaches"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), rash ("skin rashes even in auditory chamber"), blindness ("vision loss"), amnesia ("loss of memory"), disturbance in attention ("loss of concentration"), anxiety ("anxiety") and apathy ("apathy"). The patient was treated with fentanyl and surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018.). Essure was removed on(B)(6) 2018. At the time of the report, the salpingitis, alopecia, tooth fracture, pruritus generalised, hypoaesthesia, pain in extremity, dyspareunia, headache, arthralgia, fatigue, rash, blindness, amnesia, disturbance in attention, anxiety and apathy was resolving and the migraine with aura had resolved. The reporter considered alopecia, amnesia, anxiety, apathy, arthralgia, blindness, disturbance in attention, dyspareunia, fatigue, headache, hypoaesthesia, migraine with aura, pain in extremity, pruritus generalised, rash, salpingitis and tooth fracture to be related to essure. The reporter commented: essure was implanted in 2016 without any inconvenient, anaesthesia was not used. Patient commented that noticed how her body wanted to expel device. Patient informed that the only treatment that received was fentanyl intravenous for the pains and unspecified medication for migraine. The patient reported that after essure removal, no remains of essure were left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: no results reported.. Amendment: the report was amended on 13-mar-2019 for the following reason: nca number field updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("fallopian tubes looked very inflamed") and migraine with aura ("migraine with aura") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with abdominal distension, pelvic pain and uterine contractions abnormal, migraine with aura (seriousness criterion medically significant), alopecia ("loss of hair"), tooth fracture ("dental pieces fractured"), pruritus generalised ("generalized itching"), hypoaesthesia ("numbness in lower limbs"), pain in extremity ("stinging sensation in lower limbs"), dyspareunia ("painful sexual intercourse"), headache ("headaches"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), rash ("skin rashes even in auditory chamber"), blindness ("vision loss"), amnesia ("loss of memory"), disturbance in attention ("loss of concentration"), anxiety ("anxiety") and apathy ("apathy"). The patient was treated with fentanyl and surgery (bilateral salpingectomy by laparoscopy with radiography at surgery on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, alopecia, tooth fracture, pruritus generalised, hypoaesthesia, pain in extremity, dyspareunia, headache, arthralgia, fatigue, rash, blindness, amnesia, disturbance in attention, anxiety and apathy was resolving and the migraine with aura had resolved. The reporter considered alopecia, amnesia, anxiety, apathy, arthralgia, blindness, disturbance in attention, dyspareunia, fatigue, headache, hypoaesthesia, migraine with aura, pain in extremity, pruritus generalised, rash, salpingitis and tooth fracture to be related to essure. The reporter commented: essure was implanted in 2016 without any inconvenient, anaesthesia was not used. Patient commented that noticed how her body wanted to expel device. Patient informed that the only treatment that received was fentanyl intravenous for the pains and unspecified medication for migraine. The patient reported that after essure removal, no remains of essure were left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: no results reported. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.